Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10 additional contact information: (B)(6). Getinge field service engineer fse was dispatched to the site to evaluate the unit. He found that the batteries to be faulty. He replaced the batteries and performed unit checkout. Unit passed all functional and safety testes. Cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a faulty battery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.